Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube, the stopper and the shield of the closure separated when attempting to open. The issue occurred on 3 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The analysis of the customer photos showed closure separation, where the stopper remained within the tube while the hemogard shield was removed. Additionally, 29 retained samples underwent functional tests, with results showing that none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper and the shield of the closure separated when attempting to open. The issue occurred on 3 devices. No adverse impact was reported regarding the patient or user.